Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the reported problem. Corrections included replacement of the wireless. Transceiver's power supply. System was tested to factory's specs.